Event description:
Article alleged: although not directly observed, it was speculated that hemolytic reaction were caused by kinked bloodline when upon completion of 4 hours of dialysis treatment, complaints of abdominal pain, nausea were expressed by pt. Complaints of this natrue were investigated under fir 93015. Product#0392035 under same complaint.